Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were alleging that insulin pump was under delivering. The customer¿s blood glucose level was in the range of 300 mg/dl at the time of incident. Customer¿s other relevant blood glucose levels were 300 mg/dl and 120 mg/dl. Customer experienced high blood glucose level and it was treated with injections. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode feature of insulin pump was active. Customer alleges insulin pump was under delivering because the injections were working but blood glucose went up when they were on insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No under delivery anomaly noted during testing.